Manufacturer narrative:
Conclusion: as stated above, our proudction records indicate compliance with all specifications and our trend analysis reflects no trend for this type of breakage. Because the hosp refused to release the instrument, an instrument evaluation could not be performed. Therefore, no conclusion can be drawn.